Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted as result. No additional adverse patient effects were reported.

Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Laboratory analysis was not able to confirm reported allegation; however it was noted that the cathode coil was fractured near terminal pin end.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.